Manufacturer narrative:
The investigation is not complete. The trends will be evaluated. This report will be updated when the investigation is complete. This event is the same as 3010536692-2015-01884 and 01885. This event occurred in (B)(6).

Event description:
Allegedly revised due to infection (left).

Manufacturer narrative:
The complaint database was review and analysis shows no trend for item/lot.